Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified surgery. Post-op, the rod broke. It was found in the revision surgery that the left joint connection of the rod was off. The tooth marks in the joints were polished, joint plug had loosened and prolapsed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent occipital and cervical fusion due to skull base depression, the odontoid shift, atlanto-occipital fusion, existence of cervical curvature, along the column could be, vertebral margin and facet joint hyperplasia sclerosis, no obvious narrowing of the intervertebral space, c2 attachment morphological disorders, visible between the lamina on both sides of irregular bone shadow, oppression dural sac, spinal canal narrowing, slight offset in odontoid position, and the distance between the right lateral block proofing narrow. The rod was completely explanted in the revision surgery.